Manufacturer narrative:
The insulin pump was received with intermittent button response, due to moisture damaged on keypad traces. No button error alarm was noted during testing. The insulin pump was received with a had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 108 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.